Event description:
It was reported that the right atrial (ra) lead may have exhibited intermittent oversensing during an atrial arrhythmia and the patient had experienced chest pain. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.